Event description:
The customer reported that the unit was burning up the attachment handpieces during an unspecified procedure involving an olympus lithotripsy system. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.